Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
Covidien received a report that the cuff would not deflate. There was no patient involvement with this event.